Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jun-2023. H6: investigation summary photo sample received which could not verified the issue however the actual samples related to this issue were received and evaluated. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set were connected to a 10 ml bd syringe filled with water and attempted to be flushed by pressure test. The fluid pass through the sample shows the leakage from the tubing. The leakage from tube was clearly observed because of hole in it was verified in magnification. Leakage issue could be replicated. A device history record review for model 2426-0007 and lot number 23039059 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: could you please help to provide material number, material name and batch number of defective item. Primary infusion pump set lot:(10)23039059 please provide the quantity of defective item. Not sure if referring to all of the lot we had or total amount defective that we had witnessed. Witnessed total was 5. Please help to describe the specific issue found on the tubing. Tubing was leaking, preventing mediations from reaching patients. Was issue being described was noted before, or after use? Problems were noted after medications had been started. Was there any patient involvement? If yes, what was the patient outcome? Is there any adverse event or serious injury? Yes patient involvement, two times the patients were in critical care and could have had adverse/serious injury. What type of procedure is being performed? Administering medications. Was there a delay or change in course of treatment due to this incident? No, patient tubing changed in all instances when it was noted. However, two instances were on critical patients and could have caused patient harm.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: could you please help to provide material number, material name and batch number of defective item. Primary infusion pump set lot:(10)23039059 please provide the quantity of defective item. Not sure if referring to all of the lot we had or total amount defective that we had witnessed. Witnessed total was 5. Please help to describe the specific issue found on the tubing. Tubing was leaking, preventing mediations from reaching patients. Was issue being described was noted before, or after use? Problems were noted after medications had been started. Was there any patient involvement? If yes, what was the patient outcome? Is there any adverse event or serious injury? Yes patient involvement, two times the patients were in critical care and could have had adverse/serious injury. What type of procedure is being performed? Administering medications. Was there a delay or change in course of treatment due to this incident? No, patient tubing changed in all instances when it was noted. However, two instances were on critical patients and could have caused patient harm.